Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed and the distal conductor was distorted. It was noted that there was blood/body fluid on the distal conductor (not obstructed), inner tubing kinked/buckled, there was blood in/on the helix/lobe mechanism (sleeve head), there was blood in/on the helix/lobe mechanism, there was a tip seal observation, there was apparent explant damage and the lead was stretched.

Event description:
It was reported that two months post implant, there was increased thresholds, no capture at maximum output and impedance had decremented to 304 ohms. A possible lead dislodgement was suspected. The physician elected to explant the lead and during the procedure, the helix would not extend. Once the lead was extracted, visual inspection showed an anomalous shape. A new lead was implanted without difficulty. No patient complications have been reported as a result of this event.